Event description:
Reporter stated that the surgeon inserted a collamer 3-piece intraocular lens model cq2015 into the eye and noticed the trailing haptic to be broken. Surgeon enlarged the incision to remove the lens and no sutures were required.